Event description:
It was reported that a ce infusor lv10 had a flat colorless particle in the solution. The particle was observed to be 1-2 mm in size. The solution was filtered prior to the filling of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4): the lot number 13d074 was manufactured april 25, 2013 - april 26, 2013.the infusor was received for evaluation. A visual inspection identified that were solid paticulates 1.2 to 1.8 mm in size. An infrared analysis identified that the particulate matter is fragment of the devices stress member. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The cause of the reported condition is unknown.